Manufacturer narrative:
(B)(6). Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could the root cause be determined with confidence. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the tip broke. The surgeon inserted the healicoil anchor and the inserter broke inside the patient. He dilated the bone with the 3.8 tapered as required and then inserted the anchor, when he removed the inserter the end portion broke off inside the patient. The broken portion was retrieved with the use of a small grasper. No patient injury or other complications were reported.